Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition related to low inspiratory pressure occurred. The device was not in patient use. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter were replaced to address the issue.